Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "pacer disabled message" and "defib disabled message" were observed during review of the device data logs. The device was put through extensive testing including full functional testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer the report of "system fault 36" and " system fault 37" were not observed or replicated during initial testing. The device was put through extensive testing including all ECG testing and functional testing without duplicating the report. . Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer disabled", "defib disabled," "system fault 36," and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.